Manufacturer narrative:
Correction: b.5 describe event or problem: it was reported that two IV set sn 403 w/o bp y-conn experienced foreign matter contamination. The following information was provided from the customer: description of the event/incident below: verbatim: ¿ foreign material (hair) " complaint summary detail: this complaint is MDR reportable. If foreign matter particles are in the fluid path or on the cannula it may have the potential to enter the blood stream of an individual and possibly cause harm i.e. Embolism, infection, etc. Event type: foreign matter in fluid path / malfunction h.6. Investigation summary: one sample was returned to sbdm, lot number is 2805161. Inspection of complaint sample: sbdm noticed hair between y connector body and rubber cap. House sample inspection: sbdm inspected 10 pcs from lot 2805161, no abnormality was observed. Device history record review: sbdm reviewed the manufacturing record for lot 2805161, no abnormality was observed. Root cause: from investigations: sbdm concluded the fm of the complaint sample, hair, likely occurred in the manual assembly process of y-connector body and rubber cap, where the line workers are assembling the y-connector body and rubber cap in the y-connector. The fm issue occurred due to workers not following proper cleanroom protocol. Sbdm reviewed receiving inspection report and i.v set manufacturing process, there was no abnormal issue. Corrective actions: 1. Sbdm had quality training on this customer complaint for i.v set assembly line workers and quality inspectors, 2. Sbdm implemented tightened product & process monitoring and strengthening quality inspection for y-connector inspection and i.v set process inspection, 3. Sbdm conduct cleaning manufacturing line, inspection table and assembly table 3 time a day, before start work, before lunch and after finish work, according to working place clean procedure, 4. Sbdm enhance cleanroom clothes regulation for all workers (anti-dust inner cap with anti-dust cap) to prevent fm(hair) in the i.v set assembly process. The inner cap could catch hair inside the cap so, hair drop could be prevented, 5. Sbdm enhance cleanroom clothes regulation for all workers (gloves over anti-dust clothes) to prevent fm(hair) in the i.v set assembly process. Conclusion: 1 sample was returned to sbdm, sbdm noticed hair between y connector body and rubber cap. From investigations: sbdm concluded the fm of the complaint sample, hair, likely occurred in the manual assembly process of y-connector body and rubber cap, where the line workers are assembling the y-connector body and rubber cap in the y-connector. The fm issue occurred due to workers not following proper cleanroom protocol. Sbdm reviewed receiving inspection report and i.v set manufacturing process, there was no abnormal issue.

Event description:
It was reported that two IV set sn 403 w/o bp y-conn experienced foreign matter contamination. The following information was provided from the customer: description of the event/incident below: verbatim: ¿ foreign material (hair) " complaint summary detail: this complaint is MDR reportable. If foreign matter particles are in the fluid path or on the cannula it may have the potential to enter the blood stream of an individual and possibly cause harm i.e. Embolism, infection, etc. Event type: foreign matter in fluid path / malfunction.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that two IV set sn (B)(4) w/o bp y-conn experienced foreign matter contamination. The following information was provided from the customer: description of the event/incident below: verbatim: ¿foreign material (hair)". See pr for additional details. Complaint summary detail: this complaint is MDR reportable. If foreign matter particles are in the fluid path or on the cannula it may have the potential to enter the blood stream of an individual and possibly cause harm i.e. Embolism, infection, etc. Event type: foreign matter in fluid path / malfunction.